Event description:
It was reported that during central processing, the cadiere forceps instrument tip broke off on one side. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during central processing, during decontamination. The cadiere forceps instrument was inspected prior to use during the last procedure, and there was no damage noted.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip at the grip base. The piece, approximately 0.207" x 0.645", was found to be broken off and was not returned. Common causes of the failure mode broken instrument grips-tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding that the tips were broken off to the side were confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.